Manufacturer narrative:
The reported event of broken lead wires was confirmed. The lead was received complete with both terminal end lead bodies pulled out from the paddle. Both terminal end lead segments were twisted in a corkscrew fashion consistent with being twiddled while in vivo.microscopic inspection of the paddle revealed channels 6, 9, 10, 11, 12, 13, 14, 15-b, and 16-b lead wires were detached from the paddle electrode. Microscopic inspection of the lead for channels 1-8 revealed that all wires were broken 52.5cm distal to the terminal end. Microscopic inspection of the lead for channels 9-16 revealed that all wires were broken 58.7cm distal to the terminal end.

Event description:
It was reported the patient had ineffective stimulation due to auto reducing. The lead only had 2 contacts working. X-ray confirmed on wire was disconnected from the lead. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the lead was explanted and replaced. Effective therapy restored.